Event description:
Customer reported experiencing inaccurate low results with a ot basic meter. The patient's blood glucose result was 123 mg/dl on the meter and 164 mg/dl on the lab. Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.